Event description:
Patient's husband submitted a comment to the edwards website indicating his wife died of "severe mitral valve stenosis with an effective valve open area of 0.25 cm2". Medical records were provided and reviewed: (B)(6) 2007: (B)(6) female patient underwent mitral valve replacement (mvr) [subject device] for mitral valve prolapse (mvp) with severe mitral regurgitation and preserved lv function. (B)(6) 2009: transthoracic echocardiogram (tte) performed and indicates, "well-seated, and normally functioning bovine mitral prosthetic valve." (B)(6) 2011: tte performed indicates, " adequate functioning porcine mitral valve prosthesis; no insufficiency. Nondilated lv with preserved systolic function; ef 55% mv max pg: 25 mmhg, pa systolic pressure appears normal." (B)(6) 2011: cardiology office visit, " sob, orthopnea with bilateral pleural effusions and jvd, suspect all from residual m5 and pulm htn, echo that day showed mva 1.0 cm2 and pa systolic pressure 40ish pulmonary htn, secondary to mitral valve disease, but consider component of osa. Other history, tobacco user (pack years 12.75), severe back pain on meds, nutritional deficit including low albumin contributing to effusions, has lost a lot of weight, neg mpi, lasix 20 mm daily (new)". (B)(6) 2011: tte performed, " septal flattening due to rv volume and pressure overload. Right heart is visually, mildly dilated. The tissue mitral valve prosthesis is appropriately echo dense. I do see leaflet motion. It is perhaps somewhat restricted. Nondilated left ventricle with septal flattening ...ef = 50%, tissue mitral valve prosthesis with functional stenosis with a calculated valve area of about 1.0 sq cm, minimal regurgitation noted. Borderline dilated left atrium. Pulmonary artery pressure elevation with a systolic pressure at 30 mmhg. (B)(6) 2011: cardiology visit, "patient returned for dyspnea. No change with the addition of lasix. She did go for a sleep study. S/p mvr, small valve is working ok, but functional stenosis, nonetheless due to small prosthesis; contributes to dyspnea. Bilateral pleural effusions, left is tiny and the right is small and a bit smaller, now on lasix, minimal osa at recent sleep study, nutritional deficit; believe this is contributing to pleural effusions. (B)(6) 2012: cardiology visit, "patient returned for follow-up for dyspnea. Continues to have problems with becoming dyspneic easily. She noticed she started having more pvcs. Shortness of breath; fitness, plus smoking plus functional mitral stenosis mitral stenosis; functional after mvr with small valve." (B)(6) 2012: hurts to breathe, she worried about pneumonia; wanted to know if she should get a chest x-ray. (B)(6) 2012: called in again saying she was having issues with her breathing, weight gain and she was concerned about possible effusions. Wanted to know if she should get an cxr or CT scan. Md ordered pa/lat cxr. Basilar edema and congestion was suspected. Moderate sized bilateral pleural effusions were noted. Increased lasix to 40 mg daily for 4 days. May 2012: noted she felt better on double lasix; asked if she could continue 40 mg dose. Md: ok to continue since she'd been taking this for 2 weeks instead of 4 days. (B)(6) 2012: patient returned to office with increasing shortness of breath. Reported feeling "sloshing" in her chest and she worried she had more pleural fluid in spite of the current lasix dose daily. She reported occasional mild pedal edema. No c/o chest pain. Continued on pain meds which was aggravating fatigue and gastroparesis. Denied orthopnea, pnd and edema. It was noted that she did not have palpitations, syncope or near syncope. Repeat cxr that day showed slight increase in her prior bilateral pleural effusions. Impression: sob, suspect a combination of copd, moderate functional ms (mva 1.0 cm2 on echo 2011, due to small mv prosthesis), anxiety/panic, ms s/p mvr, pulmonary hypertension, secondary, likely not severe bilateral pleural effusions on cxr, a bit larger despite lasix daily, copd/smoker, pvc's not bad, chronic severe back pain, depression on aggressive medication. (B)(6) 2012: cxr after thoracentesis, negative for pneumothorax post-thoracentesis, right pleural effusion has increased, the left decreased (compared previous cxr), low grade failure. (B)(6) 2012: admitted through ER (B)(6) 2012: tte performed, "nondilated left ventricle, flattening of the interventricular septum from right sided dilatation and pressure overload, ef~55%, left/right atrium and right ventricle enlargement (substantial), large pleural effusion, small pericardial effusion. The mitral valve tissue prosthesis is reasonably well visualized. We do not see significant leaflet movement. Doppler data demonstrated mild mitral valve regurgitation. There appeared to be functionally very severe mitral valve stenosis through the prosthesis with a mean gradient of about 26 mmhg. This translated to a very small valve area that may have been as low as 0.25-0.3 cm2. Pulmonary artery systolic pressure based on tricuspid regurgitation velocity is about 65 mmhg. (B)(6) 2012: discharge status: expired. Death summary (B)(6) 2012 indicates, " very unfortunate female who presented with adult respiratory distress syndrome. During her hospitalization, rapidly developed adult respiratory distress syndrome, sepsis, effusions, porcine mitral valve. She was made a do not resuscitate."

Manufacturer narrative:
Report of a (B)(6) female patient with an edwards mitral bioprosthetic valve implanted in (B)(6) 2007, diagnosed with mitral stenosis approximately five (5) years post implant. The patient expired during hospitalization on (B)(6) 2012 due to multiple complications. Cardiology consult (B)(6) 2012 indicates, " severe prosthetic mitral stenosis with severe pulmonary hypertension, likely major factors in this illness including her respiratory failure. There was no real medical therapy options beyond support and dieresis as tolerated. There was no way she could survive mitral valve replacement at that time." The subject device was not returned for evaluation, as it remains implanted in the patient after expiration. Therefore, the specific mechanism responsible to the reported stenosis cannot be determined at this time. Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of bioprosthetic mitral stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, it is likely that this patient's age, medical history, and disease stage may have been a contributing factor leading to stenosis of the valve, then subsequently other complications leading to her death. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.